Event description:
On 9/29/99, while drilling one of the bones in preparation to affix a plate and screw on the radial fracture, the drill's forward trigger became stuck resulting in further bone fracture/splitting.